Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent deployed in unintended site. Device issue: dislodged stent. It was reported that the first 3.0 x 26 mm graftmaster stent came off the catheter and was deployed proximally in an unintended site. A second stent was used to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: the device was in working order and left abbott vascular instruments as per specifications. It is reported that the stent graft came off the catheter during the procedure and was deployed proximally in the vessel. It was reported that the patient required an additional procedure to seal the perforation-a second stent was used to complete the procedure. The device was not returned for investigation and therefore, no complaint route cause can be identified.